Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an undefined cartridge alarm occurred while loading the cartridge. Tandem technical support (cts) assisted the customer with loading another cartridge. Insulin therapy was resumed. Blood glucose was 70 mg/dl. Customer disconnected from call with cts. No additional information was provided.